Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was replaced during the service call.

Event description:
The customer reported that the 9900 system would not turn on. No patient injury was reported.